Event description:
It was reported that during an arthroscopy, the healicoil anchor broke when being inserted into the bone hole. The broken anchor was removed from the patient. The procedure was completed using a competitor device. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed that the devices were not returned in any original packaging. Devices two and three were ink marked as such to provide recognition. Device three, the distal anchor and distal plug were returned in a bag with sutures through the distal eye. Part of the proximal body anchor was also returned in the bag. A functional evaluation showed turning the orange and black deployment knobs moved the inner and outer deployment insertion parts forward and back as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength and storage requirements specified. Each lot be must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.